Manufacturer narrative:
One used 6 fr angio-seal sts plus device was received for product evaluation. No accessory components were returned other than the header bag. The returned component was subjected to visual analysis where a blood like substance was found along the hemostatic sheath and the main body of the device. The temperature dot on the header bag had been triggered. The carrier tube assembly was mated with the hemostatic sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. The anchor was not exposed at the distal tip of the hemostatic sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the hemostatic sheath revealed that the anchor was still present within the sheath and had not properly posted to the distal tip. Upon this realization, the evolution device was subjected to functional testing. The deployment sleeve was moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. Digital force was then applied to the anchor and the suture released. To the excessive dried blood like substance and the angle at which the suture was pulled at, the tamping tube did not release. There were no other functional anomalies noted with the device. Based on the evaluation performed the complaint could be confirmed for pullout. The defect category shall be updated appropriately. The likely root causes for this issue may include the user not placing the device in the full forward lock position, or an obstruction to the anchor posting to the distal tip. The cause of the tamping tube not releasing is due to the increased friction between the hemostatic sheath and the tamping tube from dried blood like substance. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported deployment difficulties with the angio-seal device. The following information was provided by the user facility: the angio-seal did not deploy after setting the footplate, it did the initial click and then the double click and nothing came out. It appeared that the suture locked up. The procedure outcome was successful, hemostasis was achieved by manual compression. The patient was reported to be stable; and there were no other devices or equipment being used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.